Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® dryseal flex introducer sheath. When it was attempted to insert the trunk ipsilateral leg endoprosthesis into the 16fr sheath, a strong resistance was noted and the delivery catheter could not pass through the sheath. The procedure was continued using a 18fr sheath. After the trunk ipsilateral leg endoprosthesis was implanted, the contralateral leg endoprosthesis landed on the right common iliac artery. The angiography confirmed a distal type I endoleak. While the vessel coverage was unplanned, it was decided for the right internal iliac artery to be covered by the device as a treatment toward a distal type I endoleak. An additional stentgraft was extended to the right external iliac artery. Reportedly a distal type I endoleak occurred due to the vessel calcification.

Manufacturer narrative:
H6: added code d12: known inherent risk of device. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak and occlusion of device or native vessel.